Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient was hospitalized with low flows and suction event due to a thrombus occluding the inflow cannula, this was confirmed by transthoracic echocardiography. Patient also had heart failure symptoms. On (B)(6) 2018 patient had a pump exchange. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis # (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported "low flow/suction" event was not confirmed via log file analysis since log files covering the event date were not available for analysis. Failure analysis of the returned pump revealed that the device passed functional testing, visual examination, and dimensional verification. Internal pathology report revealed no evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on risk documentation, possible causes of the reported suction/low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, poor vad filling, inappropriate pump rotational speed. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.